Manufacturer narrative:
A customer alleged 7 patient samples discrepancies from the same collection site which tested negative with the cobas® sars-cov-2 assay and then upon repeat with new sample collections, produced presumptive positive results. The discrepant results were released. A review of the data indicates the samples are near or below the limit of detection (lod). Based on the totality of the information provided, there is no evidence that any product malfunctioned occurred. (B)(4).

Event description:
The agency has clarified its expectation that manufacturers of emergency use authorization (eua) products for sars-cov-2 diagnostic tests report allegations of false positive or false negative results independent of harm or malfunction or off-label use beyond 803¿s reasonably suggests requirements. Accordingly, we have performed a retrospective review of cases to determine whether to report any additional cases. A customer in the united states, (B)(6), reported that they had seven patient samples from the same collection site test negative with the cobas® sars-cov-2 assay and then upon repeat with new sample collections, the seven samples produced presumptive positive results. These seven samples were tested between the dates of (B)(6) 2020 and the repeat testing's occurred between the (B)(6) 2020. It was requested, but still currently unknown, why new collections were taken when the initial testing generated valid negative results. These seven samples were not from one run but rather several runs. There is no information available about the health status or condition of the patient. The discrepant results were released, accordingly, 7 mdrs will be filed per FDA guidance. The customer appears to be following proper workflow practices; the samples are stored at 2-8 degrees c, they equilibrate prior to transfer to the secondary tubes, and they are testing nasopharyngeal samples collected in cobas® pcr media. As per the method sheet, collect nasal, nasopharyngeal and oropharyngeal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place in 3 ml of copan universal transport medium (utm-rt) or bd¿ universal viral transport (uvt). Per the method sheet, results that are presumptive positive (target 1 negative target 2 positive) is suggestive of a sample at concentrations near or below the limit of detection of the test, a mutation in the target 1 target region in the oligo binding sites, or infection with some other sarbecovirus (e.g., sars-cov or some other sarbecovirus previously unknown to infect humans), or other factors. For samples with a repeated presumptive positive result, additional confirmatory testing may be conducted, if it is necessary to differentiate between sars-cov-2 and sars-cov-1 or other sarbecovirus currently unknown to infect humans, for epidemiological purposes or clinical management. The CT values displayed for all 7 samples fall in the lod (limit of detection) range of the assay. Samples near the lod can produce wavering results upon retest, which is why sometimes these discrepant results can be generated when the sample is retested. Please note, reliable results depend on proper sample collection, storage, and handling procedures. Additionally, the data provided was compared to release data for the kit lot used and the ic CT values are aligned with how they performed during release. Based on the totality of the information provided, there is no evidence that any product malfunctioned occurred. The samples are near or below the lod of the assay. Therefore, the assay is working as intended.